Event description:
It was reported that the patient had many episodes of supraventricular tachycardia (svt) and non sustained ventricular tachycardia (vt) that were stored in electrograms (egms). The patient's implantable cardiac defibrillator (ICD) delivered high voltage therapy that was not stored in remote egms. There were no interventions and no patient consequences.